Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.